Event description:
It was reported that the pegs are too loose in the peg board on the (B)(4) hip positioner. There was no patient involvement.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The inside diameter for holes in the peg board were inspected and measured and all holes were compliant and in tolerance as per print specifications. The product was made to print and from correct materials and no issue was found.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.